Manufacturer narrative:
Date of event: unknown. Investigation summary: one photo was provided. It shows a syringe connected to a port and it has blood in it. The plunger rod shows a gap with the rubber stopper however it is not fully separated. Failure mode is verified however root cause cannot be determined based on the photo. Please note that the posiflush product is designed to flush the lines, not for drawing blood. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for the lot# 9018574 for the same defect or symptom. There was no documentation of issues for the complaint of batch 9018574 during the production run. Root cause description: undetermined.

Event description:
It was reported that an unspecified number of syr 10ml pump compatible saline 10ml fil experienced plunger separation during use. The following information was provided by the initial reporter: material no.: 306547, batch no.: 9018574. Per received email: encountered an issue with one of our flushes. While drawing back blood from a port via a stop-cock, the plunger of the flush became disconnected from the black seal. We realized after grabbing new supplies, that it was just a matter of screwing it back into place. One of the nurses told us this is a known issue for them lately and it sounds like this has happened a few times as well. We did not keep the syringe since it had blood in it.